Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 and developed some oozing at their impella insertion site. One unit of packed red blood cells was started. The patient's platelets were good. Support continued uninterrupted and the patient's outcome is unknown. Additional information was received. The pump was not leaking. The surgical pocket was oozing some serosang.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.